Event description:
It was reported that the vertical column on the 9800 system will not go down. It was also noted that the footswitch intermittently will not work. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The vertical column malfunction was verified. Replaced the ps3 power supply and the footswitch. The system was tested and found to be working as intended and placed back into service.